Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an error. The fault occurred during in use with the patient. There was unknown patient harm reported.

Manufacturer narrative:
B5 - describe event or problem, additional information. H4 - device mfg date; corrected. One device was returned for evaluation. Visual, functional and performance testing were performed. The testing could duplicate the customer reported problem. After turning the power on, the unit will blow air, but when you press the temperature setting button, the ovt led and maintenance led will flash, and the unit will stop. The root cause of the issue was determined as hater failure. The heater assy was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
Additional information was received via email informing that the event occurred before in use with the patient. There was no health damage to the patient in this incident.